Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Subsequently. The pump fell and the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual injection was administered to address bg. The customer reverted to an alternate method in insulin therapy.